Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.

Event description:
The jetstream g2 device was used to treat moderately calcified lesions in the tibial peroneal trunk (tpt) and posterior tibial (pt) arteries. The lesion in the tpt was successfully treated using the g2 device. Next, the physician used a balloon to pre-dilate the pt lesion and subsequently treated it with the g2 device, experiencing some rpm drop. He was unable to advance the device to the distal pt due to the length of the catheter. He did a cut down on the distal pt artery and used the device without placing an 8 fr. Introducer sheath because, the artery was too small to accommodate the sheath. The physician used the device in the minimum diameter mode. The device worked well without the sheath. However, he again experienced rpm drops, possibly due to being subintimal. The end result was a dissection and perforation that was treated successfully with a femoral to pt bypass. It appears from the summary of the case that the device was not used per the IFU as a 8 french sheath was not used in the common femoral artery as instructed in the IFU. Further, it appears the device was most likely used subintimally, probably not verifying that the guidewire was in the central lumen prior to use as described in the IFU.